Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. A device history record review shows the device in reference did not present any problem or malfunction during the manufacturing process. The device was tested and met specification prior to release from the manufacturer. Since the device has not been returned for evaluation it is not possible to confirm the customer complaint or determine a root cause of the alleged defect reported. If the device becomes available at a later date, this report will be updated.

Event description:
Customer complaint alleges the "thermagard nebulizer heater is no longer heating, green power light comes on but no heat." Alleged defect reported as detected prior to a patient use. No report of patient harm or delay in treatment.